Manufacturer narrative:
Date sent to the FDA: 08/07/2020. Additional h-6 patient codes: 1154. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event linked to vicryl suture placed for reinforcement on (B)(6) 2020, and removed on (B)(6) 2020 was submitted via 2210968-2020-05976.

Manufacturer narrative:
Date sent to the FDA: 07/22/2020 additional information: h4, h6 a manufacturing record evaluation was performed for the finished device pem673 batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery on(B)(6)2020? =>no further information is available. Was the fixation tab intact when the suture was placed in the patient? =>no further information is available. Was there any precipitating stress factor for the breakage of stratafix used on (B)(6)2020? =>the surgeon commented ""when using the stratafix symmetric, vicryl was used for reinforcement. At that time, the stratafix symmetric might have been damaged."" Where (termination, middle, end) did the stratafix suture break? =>no further information is available. Did the surgeon anchor the terminal stitch for stratafix? =>no further information is available. Can you describe the appearance of vicryl suture during 1st reoperation on (B)(6), 2020? =>it is unknown if the vicryl broke. Can you describe the appearance of stratafix and vicryl sutures during reoperation on (B)(6)? =>no further information is available. Was there any alleged deficiency of vicryl suture to the event occurred after (B)(6) 2020? =>there were no comments about vicryl from the surgeon. Product code and lot number of vicryl suture used for reinforcement on (B)(6)and (B)(6)? =>no further information is available. Does the lot number pem673 belong to the stratafix suture placed on june 27 or the stratafix used on (B)(6) ? =>no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery on (B)(6) 2020? Was the fixation tab intact when the suture was placed in the patient? Was there any precipitating stress factor for the breakage of stratafix used on (B)(6) 2020? Where (termination, middle, end) did the stratafix suture break? Did the surgeon anchor the terminal stitch for stratafix? Can you describe the appearance of vicryl suture during 1st reoperation on (B)(6), 2020? Can you describe the appearance of stratafix and vicryl sutures during reoperation on (B)(6)? Was there any alleged deficiency of vicryl suture to the event occurred after (B)(6), 2020? Product code and lot number of vicryl suture used for reinforcement on (B)(6) and (B)(6)? Does the lot number pem673 belong to the stratafix suture placed on (B)(6) or the stratafix used on (B)(6)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event linked to stratafix suture placed on (B)(6) 2020, possible infection outcome and re-operation on (B)(6) 2020 was submitted via 2210968-2020-05360. Event linked to vicryl suture placed for reinforcement on (B)(6) 2020, possible infection outcome and re-operation on (B)(6) 2020 was submitted via 2210968-2020-05361

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2020 and the barbed suture was continuous on fascia. On (B)(6) 2020, the patient experienced a small amount of blood had come out of the wound. On (B)(6) 2020, when the affected site was re-incised, it was found that the barbed suture had been broken. The barbed suture was removed, and opened wound was closed with another like barbed suture. The surgeon opined that the patient may have more muscle and more tension than a normal patient, causing the suture to break. The surgeon also opined that when using the barbed suture, other type of suture was used for reinforcement. At that time, the barbed suture might have been damaged. Additional information has been requested.